Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 513 mg/dl. The customer stated that she had high blood glucose readings this evening. The customer stated that she is unsure if the readings are correct because her glucometer has been giving her different readings and it was stuck on the screen. The customer stated that she had no symptoms of high blood glucose readings. The customer treated for the high blood glucose readings with the pump. The customer was advised of the 2 high blood glucose readings rule. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer also stated that the cannula was bent. The customer was advised that related issues such as bent cannulas tend to be contributing factors to unexplained high blood glucose readings.